Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic. The right ventricular lead exhibited noise; rib clavicular crush damage was suspected. The lead was capped and replaced.